Event description:
No patient involvement. According to the reporter: 3/5 units contain broken seals. This spike tube has a point razor sharp edge and when inserted on the cannula it damaged the seal on the device. A manufacturing enhancement was issued to correct the problem of broken seals on certain codes.

Manufacturer narrative:
(B)(4).